Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of their pacemaker showed the atrial channel was over-sensing t-waves. It was also noted the device was sensing noise. Programming changes were made during the visit. There were no patient consequences throughout.